Manufacturer narrative:
Based upon the clinical evaluation, a type 1a endoleak was confirmed. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause related to design or manufacturing could not be identified. Cautionary product use conditions that might have contributed to this event included multiple patent lumbar arteries, a patent inferior mesenteric artery, and, an accessory right renal artery. The patient's use of antiplatelet therapy might have contributed to this event due to the persistent patency of inferior mesenteric artery and multiple lumbar branches.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Event description:
It was reported that approximately 9 months post implant of a bifurcated device, a limb extension, and a suprarenal aortic extension the patient had a computed tomography (CT) scan. The CT scan indicated the patient had developed an endoleak. It was noted during the initial implant, the physician attempted to save an accessory renal and gave up some seal zone. This seal did not last and the physician elected to corrected the endoleak by coiling the accessory renal and implanting another suprarenal aortic extension. Seal was achieved after the secondary procedure. The patient was reported to be doing well post procedure.